Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm. Customer states problems began with act and esc buttons, then she received the button error alarm. Customer states that she may have laid on insulin pump during the night. Customer's blood glucose was 165 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.